Manufacturer narrative:
The returned forceps sample was received in the outer blister without cover foil. It shows surgery residuals. The sample was visually inspected with the aid of a photomicroscope with various magnifications. It was found that the forceps shows surgery residuals. After cleaning it was found that the tube is loose which blocks the forceps from activating. The customer¿s complaint was confirmed. It cannot be excluded that the metal tube loosened and therefore, a proper activation was no longer possible. This kind of damage was already detected and investigated. The root cause could not be identified conclusively, but the most likely root cause can be determined to be an improperly performed bonding procedure. The currently valid risk analysis (B)(4) considers the possible risks related to the reported event. With this case, the likelihood of occurrence of the hazard, that may cause a patient harm, is assessed in the risk management report. The final risk is considered as low. The residual risk remains unchanged and at acceptable level. Future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technician reported that an ophthalmic forceps correctly closed, but would not reopen during vitrectomy surgery. An alternate forceps was obtained in order to complete the procedure. There was no impact to the patient. Additional information has been requested.